Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that when discs from the doctor's office led to the navigation system becoming unresponsive and unable to progress. To resolve the reported issue, the application software was reloaded onto the navigation system and the site elected to use universal serial bus (usb) for transferring images from the doctor's office. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, an error message appeared on the navigation system when attempting to enter the application software. Once able to enter the software, the navigation system became unresponsive. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.